Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, before (B)(6), 2011 (exact date is unknown) the j-tube was in place intra abdominal and had a bend in it. Manual attempts to unbend the j-tube have been unsuccessful. A new 80cm two port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2011. The patient's condition at the conclusion of the procedure was reported to be okay.